Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a test step indicating a hardware power failure. The device's system board was replaced to address the issue. Preventive maintenance was performed. The device was cleaned and tested and passed all final testing.